Event description:
The ge oec 9800 fluoroscopy system was reported as having poor image quality, having light images and requiring manual adjustment for procedures.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the image quality issue. All system specifications were evaluated for conformance. As a precaution, the flash memory was erased and re-loaded as well as the ffb pcb nodes. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.